Event description:
During the transapical tavr, a 2nd sapien valve was needed to resolve central aortic insufficiency (ai). The 1st 26mm sapien valve was deployed with a final position of 85:15 aortic/ventricular, resulting in mild to moderate paravalvular leak (pvl). Post dilation was performed with an additional 1cc. The pvl was reduced to trace/mild with a small amount of central cai. After the delivery system and sheath were removed, the patient¿s blood pressure began to decline, then rapidly declined. Apical access site bleeding was discovered so the patient was placed on bypass and the access site was repaired; however, the patient¿s pressure did not recover as expected. Echo showed the valve was stable in the annulus but now there was significant central ai and moderate pvl. The patient was taken off of bypass. A transfemoral system was positioned and a second valve was deployed 1-2mm inferior to the first valve in a 70:30 a/v position, resulting in no central ai and trace pvl. The femoral access site was closed. Following the procedure, the patient was hemodynamically stable and transferred to ICU. The patient was reported to have a porcelain aorta with severe native valve and aortic root calcification. Coaxial alignment of the delivery system and valve was noted as fair. The image intensifier angle was noted as fair. Ventilation was held during deployment and no loss of pacing during deployment was reported. It was reported that over adjustment during the deployment likely contributed to the too aortic placement of the first valve.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2014-01334.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, patient factors (severe native valve calcification), procedural factors (over adjustment of the valve during deployment) as well as fair alignment of the delivery system and fair image intensifier angle, may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.